Event description:
Pt complained of nausea/vomiting pre-treatment which was attributed to draining sinuses. Temp = 97.2. One hour and twenty minutes into treatment pt complained of chills, temp = 98 degrees. Blood and outflow dialysate cultures taken. Treatment discontinued and resumed on same dialysis machine with new lines and dialyzer. Dialyzer was f-80 pre-processed - without bleach and passed pressure decay test post event. Machine was subsequently used for five (5) treatments without adverse effect then checked for ultrafiltration which was found to be functioning correctly. Pt's temperature continued to rise to 100.4. She received antibiotics and tylenol. She was discharged home. Pt experienced weight gain during treatment pre= 75.5/post = 78.8.